Event description:
A lavh procedure was performed with no problems or events noted in 2005. The device was not saved. A week later, possible damage to the ureter due to suspected adhesion to the ovary not detected during first procedure was discovered. Patient may require a follow up surgical procedure after further medical evaluation.